Manufacturer narrative:
To repair the intermittent communication error which was verified by visually seeing leaking caps on the single board computer, the ge rep replaced the single board computer kit. He also replaced the x-ray controller pcb as well as the image processor for proper system validation. The system is now operating as intended.

Event description:
The system was reported that the system is displaying an intermittent communication error. There are no reports of patient harm or injury. The case was able to be completed.